Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure (sop).

Event description:
A field service engineer (fse) reported that during an in-service training the intra-aortic balloon pump (iabp) generated alarm ¿maintenance required code 2¿. There was no patient involvement, therefore no adverse event was reported.

Manufacturer narrative:
(B)(6)2017 12:45 pm (gmt-4:00) added by (B)(6)(pid-001010):getinge field service engineer (fse) reported that contacted customer multiple time to schedule service, no response from the customer. We will reopen the service report if needed or additional repair information is provided by the customer.

Event description:
A field service engineer (fse) reported that during an in-service training the intra-aortic balloon pump (iabp) generated alarm ¿maintenance required code 2¿. There was no patient involvement, therefore no adverse event was reported.